Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of over 600 mg/dl with large ketones a healthcare profession deemed life threatening on (B)(6) 2025. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin as well as nausea medication to address the elevated bg. Reportedly, the customer was released later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.